Manufacturer narrative:
Quality-safety evaluation of ptc: lot#: c68122 - production date: 19-jun-2014. - expiration date: 30-jun-2017. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel, major eustachian tube inflammation (previously reported as ears inflammation) and could not think clearly. Patient underwent essure removal via bilateral salpingectomy and supracervical hysterectomy. The event allergy to nickel is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. As no alternative explanation was provided for the event allergy to nickel, a causal relationship with essure cannot be excluded. With regards to the other events, considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), external ear inflammation ("ears inflammation") and mental impairment ("the patient could not think clearly") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced allergy to metals (serious criteria medically significant and clinically significant/intervention required), external ear inflammation (serious criterion medically significant) with deafness transitory, mental impairment (serious criterion medically significant), back pain ("back pain / lumbar pain"), musculoskeletal pain ("shoulders pain"), arthralgia ("joints pain"), sinusitis ("sinusitis"), pallor ("the patient was pallid"), fatigue ("the patient always seemed tired"), dysmenorrhoea ("cyclic pain with period") and menstrual disorder ("period did not go well"). The patient was treated with surgery (patient underwent uterus removal (she refused single tubes removal)). Essure was withdrawn. In (B)(6) 2016, the back pain, musculoskeletal pain, arthralgia and sinusitis had resolved. At the time of the report, the allergy to metals, external ear inflammation, mental impairment, dysmenorrhoea and menstrual disorder outcome was unknown and the pallor and fatigue had resolved. The reporter provided no causality assessment for allergy to metals, external ear inflammation, mental impairment, back pain, musculoskeletal pain, arthralgia, sinusitis, pallor, fatigue, dysmenorrhoea and menstrual disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: blood test result was nickel allergy (grade 5/5). On an unknown date: skin test result was negative to nickel. On an unknown date: x-ray result was showed the entire essure inserts. Most recent follow-up information incorporated above includes: on 21-dec-2016: coding correction: the event "the patient could not think clearly" was recoded to meddra llt "difficulty thinking" (serious). Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel, ears inflammation and could not think clearly. Patient underwent uterus removal and essure was removed. The event allergy to nickel is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. As no alternative explanation was provided for the event allergy to nickel, a causal relationship with essure cannot be excluded. With regards to the other events, considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: r1614708) on (B)(6)2016. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel / allergy test strongly positive for nickel and slightly positive for titanium"), device dislocation ("right essure was difficult to visualise and was near the uterine horn"), fallopian tube perforation ("on the left side, essure insert was perforating the uterine horn"), otosalpingitis ("major eustachian tube inflammation") and mental impairment ("the patient could not think clearly") in a 39-year-old female patient who had essure (batch no. C68122) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), otosalpingitis (seriousness criterion medically significant) with deafness transitory, mental impairment (seriousness criterion medically significant), back pain ("back pain / lumbar pain"), musculoskeletal pain ("shoulders pain"), arthralgia ("joints pain, major hip and ankle pain"), sinusitis ("sinusitis / major sinus inflammation") with nasal inflammation and pharyngeal inflammation, pallor ("the patient was pallid"), fatigue ("chronic fatigue"), dysmenorrhoea ("cyclic pain with period"), menstrual disorder ("period did not go well"), pelvic pain ("major pelvic pain"), migraine ("migraines"), insomnia ("insomnia") and spinal pain ("major spine pain"). The patient was treated with surgery (essure removal and essure removal via bilateral salpingectomy and supracervical hysterectomy on (B)(6)2016.). Essure was removed on (B)(6)2016. In december 2016, the back pain, musculoskeletal pain, arthralgia and sinusitis had resolved. At the time of the report, the allergy to metals, device dislocation, fallopian tube perforation, otosalpingitis, mental impairment, dysmenorrhoea, menstrual disorder, pelvic pain, migraine, insomnia and spinal pain outcome was unknown and the pallor and fatigue had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, dysmenorrhoea, fatigue, insomnia, menstrual disorder, mental impairment, migraine, musculoskeletal pain, otosalpingitis, pallor, pelvic pain, sinusitis and spinal pain with essure. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2016: results: strongly positive for nickel and slightly positive for titanium. Investigation of allergy to nickel and titanium was made finding significant nickel allergy. Lymphocytes activation test was made.. Blood test - on an unknown date: results: nickel allergy (grade 5/5). Skin test - on an unknown date: results: negative to nickel. Allergist's opinion was that the patient was not allergic to nickel.. X-ray - on an unknown date: results: showed the entire essure inserts. Quality-safety evaluation of ptc: lot#: c68122 - production date: (B)(6)2014. - expiration date: 30-jun-2017. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: information and references from deleted duplicate case (B)(4) (MFR number (B)(4)) were transferred to this case. Reporter's information was updated and a new reporter was added, patient's information, lab data and essure insertion date were updated, and the events ¿device dislocation¿ and ¿fallopian tube perforation¿ were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: blood test result was nickel allergy (grade 5/5). On an unknown date: skin test result was negative to nickel. On an unknown date: x-ray result was showed the entire essure inserts. Investigation of allergy to nickel and titanium was made finding significant nickel allergy. Lymphocytes activation test was made. Most recent follow-up information incorporated above includes: on 16-jan-2017: correction: the events nose inflammation and throat inflammation were considered as symptoms of sinusitis / major sinus inflammation. The event eye inflammation was deleted. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel, major eustachian tube inflammation (previously reported as ears inflammation) and could not think clearly. Patient underwent essure removal via bilateral salpingectomy and supracervical hysterectomy. The event allergy to nickel is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. As no alternative explanation was provided for the event allergy to nickel, a causal relationship with essure cannot be excluded. With regards to the other events, considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.